Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the changed his infusion set yesterday and accidentally primed out nearly 300 units of insulin into himself. The customer had not rewound the insulin pump prior to inserting the reservoir. The customer had primed while the insulin pump was connected to him. His blood glucose was 178 mg/dl at the time of call. He was sipping on a soda to keep his blood glucose elevated. The customer disconnected the call in order to go to the hospital for assistance. The insulin pump was not returned for analysis.